Event description:
The customer reported that the system displayed a communication failed error message and the c-arm was stating that it was disabled. The system had to be rebooted to recover functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The generator interface board was replaced. The system was then found to be operating as intended.